Event description:
The st. Jude medical rep phoned to request an egm evaluation for a capture threshold test. Technical services noted noise on the ventricular channel which is indicative of lead conductor damage. Upon follow-up, the patient had received inapprorpriate therapy, noise was still being detected and a lead fracture was discussed. The lead will be scheduled for replacement.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc. Crmd.